Event description:
It was reported that the ilet¿s belt clip/retention clip failed, the device fell to the ground, and the screen became nonfunctional, after which the device was difficult to use. No reported symptoms. Outcomes included interruption of normal device use and the need for device replacement with return of the original unit. Investigation included complaint handling, user interview, device history and records review, and request for device return and evaluation. Investigation of this case revealed physical damage to the display assembly consistent with impact and user handling circumstances, with no evidence of a systemic product malfunction. It was concluded that the event was attributable to accidental damage to the device¿s display and external housing from a drop, and not to a manufacturing defect or design nonconformance.